Event description:
It was reported that the right atrial (ra) lead was explanted. Upon the pre-discharge check, the lead was found to have high capture thresholds. It was also noted that there were loss of capture. A lead revision was scheduled. During the procedure, testing revealed that the lead was undersensing. Fluoroscopy was performed during the revision; it was discovered that the lead had dislodged. The lead was explanted, and the atrial port was blocked. No additional adverse patient effects were reported. The lead remains in hospital possession. However; it is expected to be returned by the hospital.

Event description:
It was reported that the right atrial (ra) lead was explanted. Upon the pre-discharge check, the lead was found to have high capture thresholds. It was also noted that there were loss of capture. A lead revision was scheduled. During the procedure, testing revealed that the lead was undersensing. Fluoroscopy was performed during the revision; it was discovered that the lead had dislodged. The lead was explanted, and the atrial port was blocked. No additional adverse patient effects were reported. The lead remains in hospital possession. However, it is expected to be returned by the hospital. Subsequently, the lead was returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. A stylet insertion test passed without issue, indicating no blockage in the lumen. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.